Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the balloon pump stopped working while on a patient and showed system error 7, subcode 5 multiple times. Took the pump out of service and replaced it with another pump". No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "system error 7" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the ballon pump stopped working while on a patient and showed system error 7, subcode 5 multiple times. Took the pump out of service and replaced it with another pump". No patient injury or consequence reported. The patient's current condition is reported as "unknown".